Event description:
It was reported that after an ion endoluminal lung biopsy procedure, a pneumothorax was identified that required placement of a chest tube and hospitalization. Two nodules were biopsied: nodule #1 was 1.0 cm in size and located in the right upper lobe - anterior segment and nodule #2 was 1.4 cm in size and located in the right upper lobe - posterior segment. One nodule was located on the pleura (0mm) and the other was 8mm from the pleura. Instruments utilized included a 21g flexision needle and forceps. Imaging modalities included c-arm fluoroscopy, cone beam, and rebus, along with ebus for staging. The procedure was completed as planned. A routine post-procedure chest x-ray identified a large pneumothorax; therefore, a chest tube was inserted. The physician believed the pneumothorax was caused by the biopsy of a pleural based nodule and that the pneumothorax could have occurred via another biopsy modality. The diagnosis obtained from pathology was adenocarcinoma (malignant) for both nodules. The chest tube was removed at 48 hours, then the patient was discharged home and is now undergoing therapy for lung cancer. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There is no indication that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.